Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: customer states oxygenation deteriorates over about a week necessitating change out. Fourth hls set in use now over a 30 day support. No harm to the patient was reported. The customer changed out the device. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The product was requested for return to the manufacturer for laboratory investigation. We received the information on 2018-05-02 from the territory manager that the product was not saved and is no longer available for investigation. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could be not confirmed. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The product was requested for return to the manufacturer for laboratory investigation. We received the information on 2018-05-02 from the territory manager that the product was not saved and is no longer available for investigation. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could be not confirmed. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).